Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable elecsys vitamin d assay results for an unknown number of patient samples. Of the data provided, only the results for one patient sample were discrepant. The initial result was 31.6 nmol/l and was reported outside of the laboratory. The repeat results on (B)(6) 2017 were 15.99 nmol/l and 25.25 nmol/l. There was no allegation of an adverse event. The reagent lot number was 273982. The expiration date was requested but was not provided. As part of troubleshooting, the customer performed comparisons with another laboratory. No specific data was provided for these comparisons. Review of the qc data found some high out of range results. This may indicate foam on either the reagent or on the aliquot (preanalytic issue). The field service representative could not find a cause. The reagent pack was changed, but the customer did not know if there was any foam.

Manufacturer narrative:
Roche diagnostics has issued an urgent medical device correction for this issue, entitled "elecsys® vitamin d total ii assay ¿ non-reproducible false high results." This correction has been reported to FDA. During the implementation of the elecsys vitamin d total ii assay on the modular analytics e 170 module, and cobas e 601 and 602 systems, there were reports of non-reproducible, false high results. These customer observations were made in comparisons of duplicate measurements during assay validation of elecsys vitamin d total ii assay or in method comparisons with elecsys vitamin d assay (i.e., during conversions), where the falsely elevated discrepant value did not fit the expected result. The observed elevated results reported with the elecsys vitamin d ii assay were not confirmed upon repeat testing of the affected samples. The observed findings: the first result is elevated, either above the upper end of the measuring range (>100 ng/ml or >250 nmol/ml), or within the measuring range; repeated results are significantly lower. Rare cases have been reported on the cobas e 411 analyzer and the cobas e 801 module. Roche is conducting investigations into the reported issue and has determined that the elecsys® vitamin d total ii assay is strongly affected by pre-analytical errors. The investigations have reproduced these findings when requirements for pre-analytical sample handling have not been met for plasma samples. Further investigations into the reported issue are ongoing. As a result, the pre-analytical sample quality and compliance to the tube manufacturer¿s specifications is very important to assure a high quality sample in order to minimize the risk of occurrence. A workaround has been provided to customers. Unique identifier (UDI)#: (B)(4).

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the available data, the likely root cause was a reagent or instrument issue.